Event description:
I was injected with non FDA approved filler. I was told it was a new filler and it was from italy and found out it is not approved in the USA. I have lumps and injection site lumps. It is called bacio.